Manufacturer narrative:
(B)(4). An actual sample was received and evaluated. A visual inspection and a functional test were performed. The reported problem was not confirmed. The cause of this condition was not identified. No additional defects were observed during evaluation. A batch review was performed on the reported lot with no deviations found.

Event description:
A customer reported to baxter (B)(4) of one 3 lead extension set that had medication(propofol) backing up into the line where morphine is injected. The process step was during use, therefore there was patient involvment ; no patient injury; medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.